Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter displays "er5" and sometimes "er3" when attempting to perform a blood test. Per the onetouch ultramini user guide, the error 5 means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. An error 3 means the sample was applied before the meter was ready. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient claimed that the alleged issues intermittently began approximately 8 months ago. The patient informed the mss that she manages her diabetes with novolog insulin through pump therapy and tests up to 8 times daily. On (B)(6) 2011, at an unknown time in the morning, she claimed she was out skiing when she attempted to check her blood glucose with the subject meter and was unable to obtain a result due to receiving an er5, she would retest and get an er3. She claimed that 2 hours later she began to experience symptoms of "frequent urination, blurred vision and excessive thirst" but still kept getting the error messages when attempting to check her blood glucose. The patient reported that she could not recall the last time she had tested and got a reading prior. She adjusted her insulin based on her feelings/symptoms and corrected for a result of "300mg/dl." She returned home approximately three hours later and tested on her onetouch ultralink and it read "high" blood glucose >"600mg/dl." She stated she changed her pump site and continued to test every hour but her blood glucose level remained high 4 hours later. Two hours later, she began to vomit, therefore manually administered 12u of novolog every 2 hours. Due to the vomiting, she was taken to the emergency room at approximately 2am on (B)(6) 2011, and was tested on both a hospital meter which read "high" and on a lab device which read "1147mg/dl." Lab tests also showed that the patient was suffering from pneumonia. The patient was treated for dka using insulin through an IV drip and was given antibiotics for the pneumonia. The patient was hospitalized for 3 days. At the time of troubleshooting, the cca noted the patient was using the correct test strips however they were expired (exp 2007). The patient was reportedly performing the test correctly; the sample did draw completely into the test strip. However the alleged issue remained unresolved as the patient did not have new testing supplies at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was unable to test her blood glucose due to the reported issues, did not administer an adequate dosage of insulin and as a result, reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.